Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had diminished battery life, rejected new batteries in the past, polarization effect on screen, rewind more than once for insulin pump to prime at times, slow to rewind and time runs slows at times. The device will not be returned for analysis.